Event description:
Arthrex dissector spat out metal shavings into left wrist of patient. Picture taken of shavings. Shaver kept and shown to the arthrex representative. Both picture and shaver were given to assistant manager for follow up. Device will be analyzed by clinical engineering. Unknown if all shavings were removed from pt. No apparent injury to pt. Reported.